Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have alarms for "travel coarse error" and "check clutch" in the ehl. The cause of the customer reported problem was a worn out and bad clutch. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the clutch set, recalibrated the pump, and reset the configuration of the pump to standard. Software was current, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was an alarm for "travel coarse error" and "check clutch". There was a drive train issue. There was no patient involvement.